Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a device change due to normal elective replacement indicator (eri), the physician attempted to connect the leads, however, was initially unable to as the set screws of the new device required loosening. The leads were re-connected to the pacing system analyzer (psa) while loosening the set screws on the device. The patient experienced asystole requiring pacing via the psa during the prolongation of the procedure. The set screws were loosened and the leads were successfully connected to the device. The patient was in stable condition.